Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to headache. The patient was re-implanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.